Event description:
At the end of tlh (total laparoscopic hysterectomy) surgical procedure, air was noticed in the catheter bag. On examination, a hole was noticed in the pt's bladder wall. It is unknown when this occurred during the surgery but the hole was reported to have been caused by the subject device. There was no failure of the subject device reported.

Manufacturer narrative:
The subject device was discarded by the user facility. The manufacturing history of the subject device was reviewed, with no irregularities noted. The exact cause of the user's experience cannot be conclusively determined due to the absence of the device to investigate. Since there was no failure of device pointed and a treatment of bladder was not required for a tlh procedure, it was possible that the physician might perforate the bladder wall by mistake. This report is being submitted as a medical device report in an abundance of caution.